Event description:
Five axium coils were used in a treatment of an aneurysm. It was reported that after the coils were implanted, a loop of a coil was observed protruding into the parent artery. No patient injury reported.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient. Models and lot numbers of coils involved: qc-3-4-3d; lot# 6551129 - dom - 9/4/2008 - exp - 9/1/2011. Qc-2-3-helix; lot# 7021902 - dom - 1/15/2009 - exp - 1/1/2012. Qc-1.5-2-helix; lot# 7089021 - dom - 2/6/2009 - exp-2/1/2012. Qc-1.5-2-helix; lot# 7258125 - dom - 3/17/2009 - exp - 3/1/2012.